Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported there were no circumstances that had led to the event. The patient had just woke up from a nap and had been laying on their left side. Since the episode the patient had also experienced a buzzing/vibrating sensation under the deep brain stimulator off/on for 4-5 days. The implant was in the right chest near the right collarbone. Then after 1-2 weeks the patient felt the same sensation in the right groin/lower abdomen area. This went off/on despite activity or rest for about 24-48 hours. After 2-3 weeks the patient had the same sensation in lower left abdomen just for 12-24 hours and again was sporadic despite activity or rest.

Manufacturer narrative:
Concomitant products: product ID: 3389s-28, lot# v532274, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-28, lot# v532274, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
A patient whose indication for use is parkinson's dual and movement disorders reported that on (B)(6) 2015 the patient was sitting in a wheel chair outside and had a sensation that she was moving in a circle. On (B)(6) 2015 the patient was napping and turned her head and the whole room had started spinning and it had done that for 5-8 seconds. The patient was instructed to call their primary care physician who checked her ears and all had checked out fine. This was considered sudden in nature. Further follow-up is being conducted to obtain information about cause and outcome. Additional information received from the patient reported the circumstances that led to the spinning sensation were they opened their eyes upon awakening. They had been sleeping on their right side and the room was spinning very fast. The spinning sensation had been resolved; it only lasted around 5-8 seconds and resolved by itself. They visited their primary care physician (pcp) and had their ears checked. No obvious problem was seen with their ears. It had not happened again. They do experience a "general rotating" hallucination when sitting in a wheelchair and not moving. They have strange sensations that seem to come and go for brief periods occasionally.